Manufacturer narrative:
(B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level, a detailed patient outcome and the disposition of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 3 years and 5 months, it has been reported that the revision was required due to elevated cobalt and chromium levels and metallosis.

Manufacturer narrative:
Per -826 final report additional information, including post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level, a detailed patient outcome and the disposition of the explanted devices was requested in order to progress with this investigation, however, this information was not provided and thus there was only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. The reported devices conformed to material and dimensional specification at the time of manufacture. Based on the information made available to corin, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for additional investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 3 years and 5 months due to elevated cobalt and chromium levels.